Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unspecified mentor saline breast prosthesis, catalog and lot numbers both unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with unspecified mentor saline breast prostheses when one of the prostheses deflated after implantation. The product location (left or right) of the deflated device is currently unknown. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the 1st of 2 breast prostheses (the deflated device plus capsular contracture).

Manufacturer narrative:
On 07/08/2018, mentor received additional information about the event. It was originally reported that the implantation date is (B)(6) 1998. New information states that the implantation date is (B)(6) 1994. On 07/10/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. The product evaluation (pe) team observed multiple creases on the anterior aspect and posterior aspect. Leak test was performed, in according with mentor procedure, and revealed a rent within a crease on the posterior aspect, measuring approximately 0.3 cm. No other anomalies were discovered. Deflation complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. With the information provided, pe concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/12/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/12/2018, mentor received additional information about the event. The capsular contracture that the patient developed in both breasts is baker grade IV. Manufacturer¿s reference number: (B)(4).